Manufacturer narrative:
Product event summary: analysis found that a cable assembly was oxidized and there was something sticky on the battery contact chips. However, the price quotation for the repair was rejected by the customer, so the customer asked for return of the product un-repaired.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not start up. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.